Event description:
We are reporting an issue with the ECG cables we use in our facilities. We have been unable to clean these cables to meet standards without spending significant time and effort. We have been working with the manufacturer but so far no solution except buying disposable cables has been found. Below is report from our infection control coordinator and director of evs (environmental services)."the request was for evs to clean EKG leads and test using 3m atp clean trace methodology after cleaning. We have tested room (redacted) in ccu." The numbers are as follows: cords 96 and tips were 600.theses are not acceptable numbers. Our staff has been cleaning with a q tip and a toothbrush. This takes approx 15 to 20 minutes to clean. After two attempts, the test score at best is 600 for the tips."the manufacturer has not been able to provide a solution.